Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - plates: matrixrib /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a matrix rib hardware removal surgery from left chest wall on (B)(6) 2019, due to forty (40) unknown matrix rib screws appeared to have backed out of the seven (7) unknown matrix rib plate and were loose. It was created to capture the intra-op event which involves the difficulty removing the (7) unknown plates and (40) unknown screws. Heads were backed out, but screws were still engaged in the bone. Originally, the patient was implanted on (B)(6) 2016. The heads were backed out, but the screws were still engaged in the bone. A fistula had formed and there was evidence of infection. However, the ribs had healed. The surgery was successfully completed. Patient outcome is unknown. This is report 1 for 10 (B)(4). Linked complaints are as follows: (B)(4).